Event description:
End user reported upon arrival to an emergency dispatch, the medic crew was unable to disengage the stretcher from the home position of the fastening system. Due to the nature of the call, a backup ambulance was dispatched to complete the transport. There were no allegations of the delay in transport adversely affecting the patient.